Event description:
It was reported that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) t had a helium leak there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: reporter details: (B)(6), email (B)(6), phone number: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and it was discovered that this device had a helium leak. Commenced troubleshooting and discovered the o-ring on the rear of the pump console was damaged. Replaced o-ring and confirmed helium leak was within factory specifications. Cardiosave iabp pm services were completed. Full pm, calibration, safety, and functionality checks were completed per the service manual .unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.